Manufacturer narrative:
A visual inspection showed the glidescope video laryngoscope was cracked and the camera lens cover was also detached. Safety alert notice c/r 3022472-5-07-2013-00001-c was issued to all customer on (B)(6) 2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and properly replace any that show signs of wear or damage.

Event description:
The customer reported that the glidescope gvl 4 video laryngoscope is broken. There was no pt involvement.